Event description:
Pt was implanted with apogee on (B)(6) 2007. Pt claims that "after, and as a result of, the implantation she has suffered serious bodily injuries, extreme pain, erosion of her internal bodily tissue, chronic urinary and bladder infections, dyspareunia, mental pain and she has sustained permanent injury." No further information provided.

Manufacturer narrative:
Information suggests the sling has not been removed. No conclusion can be drawn based on the information provided. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. The frequency of occurrence of the event is addressed in the device labeling and is sufficiently captured in our risk analysis.